Event description:
During an unknown surgical procedure the handpiece became noisy and hot. The device was allowed to cool down and when it was used again it would not activate. No report of injury or delay.